Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer was calling back after receiving a new battery cap. She had to go through 8 different batteries. Customer's blood glucose level was 92 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected weak battery or blank display. The lcd board tested ok. The insulin pump had minor scratched lcd window, cracked case near the display window corners and cracked reservoir tube lip.